Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 20mg/ml at 12.996mg/day and clonidine 150mcg/ml at 97.47mcg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported a motor stall was seen at initial interrogation. The first stall was on (B)(6) 2016 followed by several stalls and recoveries. The patient did not recently have an MRI. The healthcare provider stated that the patient was in for routine refill today and the audible alarm was heard. The erv (expected reservoir volume ) was 8.9ml and the arv (actual reservoir volume) was 20ml. The healthcare provider did refill with same concentrations anyway. Eri ~30months. The patient recently had foot surgery and the first stall had occurred around the time the patient was in the hospital. The patent also moved to a new location and reported hearing something but didn't realize it was the pump alarm. The patient had tinnitus and thought that was the sound. The patient thought they had increased back pain and thought it was possibly due to the position they were in on the or (operating room) table during their foot surgery. The patient had oral percocet for post-op pain. The healthcare provider reported that they would refer the patient for pump replacement. Additional information received from the healthcare provider reported that troubleshooting performed related to the motor stalls was a referral to neurosurgeon for consult and pain management. The appointment date was 6/3/16 at 1pm. The patient's foot surgery and the tinnitus the patient had was not related to the pump or the drug therapy. The cause of the motor stalls and recoveries was unknown. Per the healthcare provider the motor stalls have not yet been resolved and a replacement surgery date had not yet been set. Per the session data report a motor stall occurred (B)(6) 2016 at 17:57 and motor stall recovery occurred (B)(6) 2016 at 09:24, a motor stall occurred (B)(6) 2016 at 11:42 and motor stall recovery occurred (B)(6) 2016 at 15:33, a motor stall occurred (B)(6) 2016 at 16:29, on (B)(6) 2016 stopped pump period may exceed tube set at 16:29, a motor stall recovery occurred (B)(6) 2016 at 16:38, a motor stall occurred (B)(6) 2016 at 18:56 and motor stall recovery occurred (B)(6) 2016 at 08:43, a motor stall occurred (B)(6) 2016 at 09:15. On (B)(6) stopped pump period may exceed tube set at 09:15 and motor stall recovery occurred (B)(6) 2016 at 12:22, a motor stall occurred (B)(6) 2016 at 13:12 and motor stall recovery occurred (B)(6) 2016 at 02:19, a motor stall occurred (B)(6) 2016 at 12:53 and motor stall recovery occurred (B)(6) 2016 at 16:40, a motor stall occurred (B)(6) 2016 at 17:02 and motor stall recovery occurred (B)(6) 2016 at 09:21, a motor stall occurred (B)(6) 2016 at 09:55 and motor stall recovery occurred (B)(6) 2016 at 11:48, a motor stall occurred (B)(6) 2016 at 12:04 and motor stall recovery occurred (B)(6) 2016 at 21:41, and a motor stall occurred (B)(6) 2016 at 22:03.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-aug-2016 from a consumer and it was reported that the patient had had the unrelated foot surgery on (B)(6) 2016 and the pump was alarming before that. The patient thought the alarm was something like an alarm clock or her phone. The patient was not around any magnets or electronics. The patient was taking 15 mg of mscontin every 8 hours and 10 mg of percocet every 4-6 hours to prevent withdrawal when she waited 3 months to have the pump replaced. She was sick to her stomach and was advised to take more tums. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.